Manufacturer narrative:
H3: product analysis found that the patient interface was upgraded to the latest version v1.7.5, the spare fuses were missing, the batteries were more than 2 years old and needed preventive replacement, the grounding connector on afe board was loose, the top enclosure gasket was worn at 2 leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim patient interface had an alleged defect. There was no patient impact.